Event description:
It was reported that when using the bd pyxis¿ es server user was unable to log in and the system remained in a continuous loading state. After an update, the server ip address also continued to load. As a result, the user was unable to pend medications or run reports on the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to log in and kept loading. A technical support specialist (tss) dialed into the server, re-entered the password for the carefusion (cfn) service domain credentials under user domain settings and restarted the bd ad sync service. As per monitoring, user login attempts to the health system view (hsv) were observed as successful. Identity management (idm) logs indicated successful token validation, confirming authentication was completed without issues. The latest successful login activity was recorded based on idm trace viewer logs. No authentication errors or abnormal behavior were found during the monitoring period, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.